Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button cover from the pump came off. The customer's blood glucose reading was 200 mg/dl. The customer stated that the buttons are exposed but they are not working. The customer stated that the buttons are hard to press. The customer stated that the button cover is leaving the pump exposed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with peeling/missing keypad overlay, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.